Event description:
Two hours following the deployment of a 6f angio-seal evolution, the pt complained of leg pain. The leg appeared slightly pale and cyanotic. An echo confirmed minimal blood flow. The pt underwent surgery. A pre-deployment angiogram was performed and demonstrated plaque distal to the puncture site and some diffuse plaque proximal to the puncture site, however, it was not until after surgery that a large distal plaque was identified. The pt was stable following the event.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude med, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states that if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.